Event description:
The facility representative reported " broken". Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information , details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07 2007. Evaluation summary:a baxter service technician evaluated the pump and found broken door assembly. The reported condition of "broken" was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.